Event description:
Device implanted in spine to aid healing process. The device became loose, causing considerable pain and discomfort. After 6-7 months, the device was removed and a spinal fusion done. Implanted 2/2/94.